Event description:
It was reported initially by customer that device caused over-infusion to pt. Through several attempts to gather more info from customer, it was reported that by customer that nurse stated IV tubing was marked and it was noted that infusion was set at 20 ml/min. Customer reported that they could not provide any add'l info about event. Customer reported that pt experienced no adverse affects as a result of reported issue. Customer reported that pt is doing fine.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Based on info provided by customer of device set at rate of 20 ml/min, it could not be verified through review of operational logs for this device. Logs show lowest rate set was 75 ml/hr. Based on info customer provided, that would be 240 ml/hr. The only other rate verified showed that pump was set at 250ml/hr. Upon receipt of the device from customer, device underwent 4 add'l volumetric evals by failure analysis. Device passed volumetric evaluations and tested within specs. Investigation results: the reported complaint was not confirmed. The 4x volumetrics of 120 ml/hr and 10ml tested in spec: 1st test - 10.1ml or 101% of expected volume; 2nd test - 10.0ml or 100% of expected volume; 3rd test - 10.2 ml or 102% of expected volume. Customer set tested 10.0ml or 100% of expected volume. Preventative maintenance was also performed. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.